Manufacturer narrative:
Without a lot number a review of the manufacturing records is not possible. Allergic reaction is listed in the adverse reaction section of the IFU as a possible complication. At this time, based on the information available, no definitive conclusions can be made. If/when the reactivity testing is conducted, or if additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
It has been reported that (B)(6) 2015 the patient was implanted with a bard ventrio st hernia patch. It is reported that the patient has an ongoing skin rash that started at/around the incision site and now has spread over several months and is now spreading to her upper extremities. Her allergist indicated that while he did not believe the patient condition was related to the implant used to treat her hernia, he would perform reactivity testing to rule this out a potential source of her symptoms. The patient's allergist requested and was provided with a ventrio st hernia patch sample for reactivity testing. In follow up is has been reported that in (B)(6) 2017 the rash and itching had subsided with otc oral antihistamines, therefore the reactivity testing was cancelled. The patient was advised to call the allergist's office if any of her symptoms recur.